Event description:
It was reported that during cleaning and sterilization, the customer noted a frayed cable on the mega needle driver.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed grip cable at the distal idler area. The frayed cable sections were sticking out at the wrist. The frayed grip cable became derailed at the distal idler pulley. The grips were able to open and close, but their movement and functionality could not be precise. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.